Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further review, did not note any signs of previous moisture presence and corrosion on any of the boards and assemblies inside the unit. On the other hand, there is a gash at the lower right corner of a 52 pin square chip located on the front side of electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that they had pump image with a book. It was reported that the critical pump error and also had pump error before that. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.